Event description:
New information received notes that the patient was brought in for a procedure. Pre-operation, high pacing impedance, and no capture at high capture thresholds was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2023 and replaced. The patient was stable.

Event description:
It was reported that high lead impedance was observed on the right ventricular (rv) lead. Capture thresholds and impedance had gradually increased over the past months. Physiologic growth or calcification around the rv lead was discussed or rv lead repositioning if appropriate. Programming changes were recommened as well as the possibility of waiting until a generator change was performed for rv replacement if the patient was not symptomatic. The physician opted for a rv lead replacement at generator change. The rv lead was pending explant. There were no reported patient consequences.